Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2010, product type recharger. (B)(4).

Event description:
It was reported that the patient was having their implantable neurostimulator (ins) replaced on the day of the report due to three over-discharge events. The manufacturer representative was not sure when the patient last felt stimulation. The patient had cognitive issues and the representative believed it had been more than 6 months since the patient felt stimulation. It was further reported that the cause of the over-discharges seemed to be patient compliance. The patient was confused over how to recharge properly. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.